Event description:
A pd nurse reported that during a simulated ccpd treatment using a ¿dummy tummy¿, a drain volume of 1558 ml was noted. Per treatment data obtained from the cycler. The cycler prescription was set for fill volume of 500 ml and a last fill of 500 ml. Alarms: m30 balloon valve leak during set up. Drain complication during drain 0, fill complication and m65 scale reading error during fill 1 and fill 2. The pd nurse who performed the simulated treatment is not available until (B)(6) 2012. There is no info on the supply bag volume used, solution left after treatment, or amount of fluid that the ¿dummy tummy¿ was filled with prior to start of the treatment.

Manufacturer narrative:
A device eval is being performed on cycler returned. A supplemental report will be sent upon completion of the device eval.